Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting with tandem technical support. Ultimately, the customer reverted to an alternate method of insulin therapy.